Event description:
(B)(6) - the dentist reported that, he has to remove the dental implant during its installation surgery because no primary stability was achieved. The implant was being installed in intraoral region #8. There is no information about implant replacement in the same surgical act.